Manufacturer narrative:
The patient reported that they experienced skin irritation and a ¿scab-like sore¿ from wearing zio xt. The patient sought treatment from their physician. The patient was prescribed an antibiotic ointment for infection due to their diabetes. Device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.

Event description:
The patient presented a skin injury and infection caused by zio xt to their healthcare provider. An antibiotic ointment was prescribed to treat the affected area.